Event description:
The reporter stated the surgeon attempted to insert a cc4204bf collamer single piece lens but the lens did not eject out of the cartridge correctly. There was patient contact but no injury. Another same model lens was implanted. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Lens didn't eject out of cartridge correctly - evaluation results - other: visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product. A specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.